Manufacturer narrative:
(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that it is making noise and stops working when testing. There was no harm and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was noisy and wanted to cut out. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.